Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 73582. Product ID: 9735821r. Product ID: 9735821r. H6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced and tested. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed localizer faulted with a patient on the table. This is the only system the site has and the system cannot see the patient tracker or the imaging system's tracker. Troubleshooting included the manufacturer representative (rep) going through network device interface (ndi) toolbox. Rep reported the position sensor indicated bump fault and internal temperature fault. The probable cause was predicted to be that the complementary metal oxide semiconductor (cmos) battery inside the camera was dead. Unknown delay. Patient present.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a thoracolumbar fusion procedure. There was no delay. The issue occurred pre-operatively.

Manufacturer narrative:
H3/h6: the camera, lot number: p903681, as returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent sensor not functioning. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.